Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. There were 6 phaco handpieces involved with the reported event; however, the customer did not isolate the suspected phaco handpiece. The company representative informed the customer to track down and isolate the suspected phaco handpiece serial number to prevent the re-occurrence of the reported event. The system was manufactured on may 31, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The cause of the reported event can not be determined. The manufacturer internal reference number is: 2016-11837

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power prior to a cataract procedure. There was no patient involvement.